Event description:
Event description this endotak transvenous defibrillation lead was returned for routine analysis, there was no alllegation against the lead. The event is entered due to cpi's labratory analysis.